Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on performing a pump reset, and despite this, the error persisted. Consequently, technical support arranged for a replacement pump to be sent to the customer.